Event description:
Report received of a tubing separation. The customer reported that the tubing separated distal to the lower y-site. The separation was noted prior to the patient use, while still in the packaging.